Event description:
The screw fixating the hammer was loose. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the device did not fail as indicated. A design improvement has been implemented to prevent loosening of the screws; the assembly will now be welded.